Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a spark coming from the back of the device. The problem was neither confirmed nor duplicated. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a spark on a homechoice (hc) machine during use. The home patient (hp) stated the hc powered off while in setup and he saw a spark come from the back of the hc. The technical service representative (tsr) initiated a swap of the machine. The registered nurse (rn) would program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.